Manufacturer narrative:
H3, h6: part of the device was received for evaluation. There was no way to determine if the device contributed to the reported event. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator tubing was pushed up on the needle and was no longer seated at the base of the needle. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. The complaint was not confirmed and root cause could not be established due to the state the device was returned. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, internal to patient, the fast fix t2 was not deployed properly and was loose without hold. T1 was removed from the patient. The procedure was successfully completed with non-significant delay changing the surgical technique. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, internal to patient, the fast fix t2 was not deployed properly and was loose without hold. The procedure was successfully completed with non-significant delay changing the surgical technique. No patient injury or other complications were reported.